Manufacturer narrative:
Date of event: occurred in (B)(6) 2020. (B)(6). Occupation: clinical products advisor. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the obturator of a wayne pneumothorax set was not removed and consequently later slid out of the chest drain and onto the floor. The device was inserted into a large secondary pneumothorax. During insertion, the obturator was inadvertently left inside the internal drain cavity. Approximately 24 hours later, the device's three-way adapter disconnected (which is reported under patient identifier (B)(6)) and the obturator slid out of the chest drain tube and onto the floor. Following this event, the device was deemed fully functional during both emergency department and ward inspections, raising "no cause for concern". The user facility has practiced open disclosure with the patient. No patient harm has been reported. Additional information regarding the patient, device, and event has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon investigation results, it was determined that this event involves the same device as that referenced in MDR #1820334-2020-01233. Investigation results and other information corresponding to this event will be submitted under MDR #1820334-2020-01233 going forward.